Manufacturer narrative:
Clinical rationale: an impella 5.5 was surgically inserted via the right axillary/subclavian artery in a 71 year old male patient with postcardiotomy cardiogenic shock (pccs). The patient presented in scai stage e shock following mitral valve replacement complicated by a bypass cannula¿related dissection, requiring large volume transfusion and postoperative central va ECMO with an open chest. After subsequent ECMO decannulation and chest closure, the patient continued to decline on high dose inotropes, prompting implantation of impella 5.5, which was placed without procedural difficulty and the patient was transferred to the cvicu. During support, the patient experienced respiratory failure following bronchoscopy, sepsis, and eventual death, with the patient declining despite intervention and ultimately being made dnr before expiring. A separate console error was noted in which the system failed self check and could not reboot until the battery was manually shut off; this failure mode involved the aic system and showed no device involvement with respect to the patient outcome. The impella 5.5 remained in place until the patient expired on support. The patient¿s progressive respiratory failure, sepsis, and subsequent death appear clinically attributable to the severity of the patient¿s underlying postoperative condition and multisystem decline, rather than to a malfunction of the impella¿5.5 device. The console error reported separately was unrelated to patient injury. No evidence currently indicates that device performance contributed to the patient¿s deterioration or death. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition. Investigation summary: respiratory failure/sepsis: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: clinical reported inability to flow at higher p-levels. The product was not returned for investigation. Data log review confirms suction and flow levels slightly below spec at higher p-levels (3.7l/min at p-7). Placement signal is seen trending down gradually throughout the case. On the last day, placement signal began to decrease rapidly from 70mmhg to <30mmhg. On this day, clinical details stated the patient's condition was declining. The cause of the low flows was most likely due to the patients condition, as placement signal was trending down throughout the case and clinical details implied that the patient was decompensating. Device history lot: device lot number: 1962574. Device history batch: subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post sterile inspection criteria.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary : respiratory failure/sepsis: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: clinical reported inability to flow at higher p-levels. The product was not returned for investigation. Data log review confirms suction and flow levels slightly below spec at higher p-levels (3.7l/min at p-7). Placement signal is seen trending down gradually throughout the case. On the last day, placement signal began to decrease rapidly from 70mmhg to <30mmhg. On this day, clinical details stated the patient's condition was declining. The cause of the low flows was most likely due to the patients condition, as placement signal was trending down throughout the case and clinical details implied that the patient was decompensating. Device history lot : device lot number: 1962574. Device history review : pump sn (B)(6) passed all post sterile inspection criteria.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient had a mitral valve replacement (B)(6) 2025 during which the patient had a dissection related to one of the cardiac bypass cannulas. The patient required a large amount of blood products and was cannulated for central veno-arterial extracorporeal membrane oxygenation (va ECMO). The following day the patient was taken back to the operating room for chest closure and decannulation of va ECMO. The patient continued to decline hemodynamically, requiring multiple high doses of inotropes and vasopressors. The following day, the patient was taken to the operating room for impella 5.5 placement. During preparation of the device for implant, it was reported that the automated impella controller (aic) displayed an error message stating the console was not configured to work with the optical sensor. The aic was power cycled; however, the aic would not reboot and displayed a system self-check failed message. The aic would then not turn off and made a continuous noise. The battery was turned off to shut the system down. The aic was exchanged for a back up aic and the 5.5 was successfully implanted and support initiated. On day 3 of impella 5.5 support, the patient became hypoxic during a bronchoscopy. Methylene blue was administered, and vasopressor dosage was increased. The impella was unable to flow higher than p7 without suction alarms. The impella position was verified, and the patient¿s right heart was suggested to be investigated for dysfunction. The following day, the patient¿s code status was changed to ¿do not resuscitate¿. The patient was determined to not be a candidate for advanced therapies. The patient was noted to be showing signs of sepsis. The impella was unable to flow above p4 and the patient had poor oxygenation. The medical team declined investigating the patient¿s right heart function as they believed the patient¿s outcome would be unchanged. The patient continued to decline and expired while on support. This complaint involves two impella devices: impella 5.5 with serial number (B)(6) automated impella controller with serial number (B)(6) this MDR specifically addresses impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.